Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The rep reported that there was an erosion of the skin over the ins and the ins hardware was visible through the erosion. The rep reported that the patient went into surgery, the wound was opened, washed out, and closed again. The rep reported that the issue was resolved. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.